Event description:
It was reported that the pump entered bg run mode, the bg run period expired, and the device stopped automated dosing while the user lacked a replacement sensor; the user did not understand that dosing had ceased and was advised to contact their healthcare provider and to revert to backup therapy per on-pump instructions. Symptoms included no reported adverse clinical effects and no impact to blood glucose per the user report. Outcomes included no injury, no hospitalization, and continuation on backup therapy as needed. Investigation included customer interview and troubleshooting with education on device status and appropriate next steps. Investigation of this case revealed normal device behavior when bg run expires and user knowledge deficit regarding the device status and required actions. It was concluded, based on established findings for similar reports, that the cause was use error due to inadequate understanding of the device state after bg run expiration.